Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 86 mg/dl. Customer stated that the alarm occurred 1.5 hours ago. Customer does not know what set it off. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No cosmetic damage was noted on the insulin pump. All of the buttons functioned properly and no button error alarms were noted. No damage was noted on the keypad traces. No unlocked connector was noted.